Manufacturer narrative:
The cause of the discordant, falsely low psa results on patient samples is unknown. Siemens is investigating the issue.

Event description:
The customer obtained discordant, falsely low prostate specific antigen (psa) results on patient samples on an immulite 2000 xpi instrument, while using kit lot 408. The customer was comparing patient samples using various kit lots and determined that the results obtained on kit lot 408 were lower compared to the results obtained on kit lot 407 and 409. The customer believes that the results obtained on kit lot 407 and 409 are correct. The discordant, falsely low psa results from kit lot 408 were not reported to the physician(s). It is unknown if the results for the patient samples obtained on kit lots 407 and 409 were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low psa results.

Manufacturer narrative:
The initial MDR 2432235-2016-00629 was filed on (B)(6) 2016. Corrected information ((B)(6) 2016): upon further review, it has been determined that the product listed is not registered for sale in the us and there is no equivalent product for prostate specific antigen catalog # l2kpts2, kit lot 408 available for distribution in united states. No further investigation is needed.